Manufacturer narrative:
An event of "the device was unable to be released from the delivery cable" was reported . The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 16mm amplatzer vascular plug ii (avpii) was selected for implant. After being deployed the device was unable to be released from the delivery cable. The device was exchanged for an 18mm avpii (lot number: 6268259) but the same issue occurred which extended the procedure by more than thirty minutes. The procedure was completed using another device. The patient is reported to be stable.